Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification and passed self-test and displacement test. Insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with cracked case on the back at the battery tube area. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had a power system error. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported a second call power error detected within four hours of troubleshooting the previous occurrence. The customer reported the error happening during normal use. The customer was asked to return the insulin pump. The insulin pump will be returned for analysis.